Manufacturer narrative:
Accuray has identified an issue that relates to the high-performance patient couch. Under certain circumstances when the user initiates patient couch motion in the z-direction for patient setup or patient unloading using the keypad or positioning control panel (pcp) it may exhibit unintended descent. The root cause of the issue was determined to be the control system's handling of the motion feedback loss within the vertical drive actuator. Accuray has initiated a field correction to address this issue within 3003873069/11/15/2017/001c in the form of a software patch and replacement of cables within the couch subsystem.

Event description:
It was reported that the couch had an unexpected descent of 3.8 cm whilst the customer was commanding an upwards move via the couch control keypad (cck). No burn marks were observed on the braking resistor board (brb). No patient was on the table at the time of the event.